Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was due to a poor environment/source of water. On an unreported date the patient was treated with unspecified antibiotics for the peritonitis event (further details were not provided). Nineteen days after the onset of peritonitis, the patient recovered from the event and antibiotic treatment was discontinued. At the time of this report, pd therapy was ongoing. No additional information is available.